Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had gray-black rust powder. There were no reports of patient involvement.

Manufacturer narrative:
Corrected field: d9, g2. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: d4, h4. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had gray-black rust powder. There were no reports of patient involvement.